Event description:
It was reported that the patient experienced a fairly significant pain over the battery site. It was also noted that the patient experienced inadequate stimulation and the ipg had migrated. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.